Event description:
Additional information received reported the replacement had to be rescheduled and was done (B)(6).

Event description:
It was reported that two motor stalls occurred and both recovered within two hours. The first stall occurred on (B)(6) 2013 at 17:36 and recovered at 18:39. The second stall occurred on (B)(6) 2013 at 15:58 and recovered at 15:59. No patient symptoms were reported, and the patient was noted to be alive and without injury. The patient was sent home and asked to listen for a critical alarm which was set to go off every ten minutes. The medication used within the system was lioresal 2000 mcg/ml. It was later reported that the patient had not recently been involved in any emi or MRI sources, and their last MRI had occurred in (B)(6) 2011. The patient's last refill was noted to have occurred on (B)(6) 2012. It was later reported that the patient was due for a replacement on (B)(6) 2013.

Manufacturer narrative:
(B)(4).